Event description:
First stage of a hip revision surgery due to infection performed on january 31, 2019. Patient clinical history can be summarized as per following: primary surgery: no info about date and implants; first revision surgery on 8th sept 2017 due to previous failed implant: no further details available rather than stem and femoral head implanted were manufactured by a lima's competitor; second revision surgery (first of two stages revision - object of the current incident report) performed on january 31,2019 due to infection. According to the info reported, during this first stage revision all the components previously implanted were removed and cement spacer was put in. The lima implants involved are: delta-tt acetab.cup ø50 mm code 5552.15.500 lot#1705699 ster. 1700205. Mobile liner øint 28 mm ø40 mm code 5566.50.401 lot# 17at0vu ster. 1700201. According to complaint source, p. Acnes was identified as germ responsible for the infection reported. Surgeon satisfied of the final stability of the spacer implanted. Event occurred in australia.

Manufacturer narrative:
Check of the DHR: by checking the sterilization charts of the two lots involved no pre-existing anomaly was found, thus we can state that these components had been properly sterilized before being placed on the market. This is the first and only complaint received on these sterilization lots. Explants analysis: explants not available for further investigation. We received some pictures of the lima explants involved. Xrays analysis: we received some x-rays dated (B)(6) 2019 (pre-op revision) and sent them to our medical consultant for a clinical opinion. He commented "from the x-rays I would suspect that all implants were loose before revision. However, that would not be surprising in case of an infection and is not relevant regarding performance of the implants, whether mixed or not." In conclusion, based on the check of the sterilization charts and on the opinion of our medical consultant, we can state that this case is not product related. Furthermore, our instruction for use (always provided together with the implant) clearly specify that lima components should not be used with components from other manufacturers. Pms data: we are aware of a total of 12 cases of revision surgeries due to infection involving a delta tt acetabular cup belonging to the family with codes 5552.15.xxx on a total of more than 68000 delta tt acetabular cups sold ww since 2007, giving a specific low revision rate of (B)(4). None of the cases we could investigate were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Manufacturer narrative:
By checking the sterilization charts of the two lot#s involved (1705699 ster. 1700205, 17at0vu, ster. 1700201), no anomaly was found, thus we can state that these components had been properly sterilized before being placed on the market. This is the first and only complaint received on these sterilization lot#s (1700205 and 1700201). We will provide a final MDR once the investigation will be concluded.

Event description:
First stage revision surgery due to infection performed on (B)(6) 2019 . Previous surgery performed on (B)(6) 2017. The stem and the head previously implanted are from a different manufacturer. All the components have been removed during revision surgery on (B)(6) 2019. The lima components involved are: delta-tt acetab. Cup ø50 mm, code 5552.15.500, lot#1705699, ster. 1700205; mobile liner øint 28 mm ø40 mm, code 5566.50.401, lot# 17at0vu, ster. 1700201. Event happened in (B)(6).